Event description:
The customer reported that the insulin pump alarmed and the device was not functioning. The customer stated that she was pushed into a pool while wearing the device. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of a corroded electronic and motor assembly. Further testing was not performed due to the blank display.